Event description:
As reported: "target drilling holes are not centered in the fixtures. Replacement was available."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.